Event description:
Customer's son obtained result of 106mg/dl on accu-chek compact plus meter, after finding customer on the floor exhibiting hypoglycemic symptoms. Customer's son treated customer by giving him spoons of jelly and a banana and customer felt better after an hour. New system sent to customer and return requested.